Event description:
I had lasik for hyperopic vision about 13 years ago. I had a prescription of +7.25 in both eyes; my eye surgeon performed the surgery on two separate occasions to correct my vision in my early twenties. The procedure seemed to be a success up until the last year when I had to withdraw from school because of severe migraines. After several visits to various specialists it was determined I needed to visit an ophthalmologist. The end result were bifocals of + 1.5 in the left eye, +3.0 in the right, with an add of +2 in both eyes. My surgeon had told me lasik would permanently correct my vision. Now I am experiencing fluctuating vision, dizziness, and ocular migraines which I believe are related to the regression process.